Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose event. The customer's blood glucose was 300-400 mg/dl with mild ketones. The contact believed that the customer does not change supplies accordingly. The customer was with a school nurse but had delivered their own correction bolus and bg levels came down.